Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the inlet tube and both exhaust tubes of the pump. No functional abnormalities were noted with the pump. A partial separation was noted on the strain relief of cylinder 1. This is not a site of leakage. Partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 2. These were not sites of leakage. A separation was noted on the strain relief of cylinder 2. This is a site of leakage. The surfaces appear to be rough and irregular, indicating that stress was exerted. Partial separations, surrounded by abrasion, were noted on the inlet tube of the reservoir. These were not sites of leakage. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the strain relief area of cylinder 2, resulting in the separation noted. In addition, this device was implanted infra-pubic, which a known point of stress is the apex of the cylinders. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, fluid loss right cylinder tubing junction. No other adverse patient effects were reported.